Event description:
Complainant reported that the 'balloon port snapped off' of the device. The complainant further reported the device was in place between one and four days when the irrigation port became detached.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.